Event description:
The customer reported that the device jaws did not open and the device stuck to tissue. Another device was used to complete the procedure without incident. No further info, including how the device was removed from the tissue, was available from the site. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.